Event description:
During surgical procedure, the trocar balloon would not inflate consistently. Noted root cause of failure to be a defective structural balloon trocar inflation bulb. New supply opened and used with no further problems. Defective trocar device and packaging was saved and will be returned to the manufacturer with a request to inspect and return a report with findings to this facility. There was no injury to the patient.